Manufacturer narrative:
Distributor narrative. The manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
A conmed representative reported on behalf of a user facility that a sb534 mini endo pocket broke during an ectopic procedure. To date, although multiple attempts have been made to gather additional information, information regarding patient status and event information have not been provided. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.